Event description:
Same case as 6000093-2004-00560. It was reported that 49 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, the lesion being treated was located in the non tortuous, non calcified right coronary artery (rca). The vessel size was reported as 3.0 mm. The vessel was pre-dilated. The physician placed a taxus express2 8.8% 3.00 x 16 mm drug eluting stent and a taxus 3.00 x 12 mm stent overlapping in the proximal to mid rca. The pt was put on plavix and asa post procedure. A month later, the pt discontinued their plavix and asa per the advice of their eye dr. Two weeks later, the pt presented to the cath lab having a myocardial infarction. An occlusion was determined. The treatment was an angioplasty with multiple maverick balloons. The pt's status is reported as good.